Event description:
A malfunction was reported on a pump by a caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so. After resetting, the malfunction code did not recur, and the customer was instructed to call back if it happens again.